Manufacturer narrative:
Revision surgery is planned to exchange poly inserts for patient with a unicondylar knee implant. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revisions surgery is planned to exchange poly inserts for patient with a unicondylar knee implant. Reason for revision is unknown.